Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, high ventricular rate (hvr) due to t-wave oversensing was noted on the device. Reprogramming changes are anticipated to take place to resolve the event and the patient was stable with no adverse consequences reported.